Event description:
Nova biomedical (nova) was made aware of a potential issue regarding pco2 results during the treatment of a patient on a statprofile prime ccs comp analyzer with serial number (B)(4). The user did not believe the results produced were accurate and questioned the results before providing any treatment. The same sample was run across another statprofile prime plus ccs comp analyzer which confirmed the initial results were incorrect. No patient harm or adverse treatment due to the inaccurate results was reported.

Manufacturer narrative:
There is currently a pending investigation. Nova is requesting additional information, and further details will be provided in a supplemental report.

Manufacturer narrative:
A review of the customer database was performed. The qc was in range for pco2. No abnormalities were found in the database. Retain testing from the same sensor cartridge (lot: 22005025) was performed. The retained sensor cartridge lot met the acceptance criteria for pco2 performance.the customer complaint could not be reproduced. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.